Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device. The device was returned to olympus. After physical inspection and functional testing, the issue reported by the customer could not be confirmed. The device was received in the original tray. The model and lot number was confirmed. The jaws were open and the device latch was unlocked. There was no physical damage to the jaws, flare, and shaft. The jaw insulation had no damage. The teeth meshed together. The jaws were aligned. The jaw opening measurement was 0.3355 inches. The blade extends and retracts smoothly as designed. No damage to the blade edge. The blade cut through the dental dam smoothly. The trigger moves as designed. There is no physical damage to the shaft. Function testing was completed. The device functioned as intended, coagulating at all 3 effect modes. The generator used was esg-400 (calibration ID: gen-058, calibration due: aug2021). The device passed physical inspection and functional testing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, g4, g7, h2, h6 and h10. The subject device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Per the IFU: pre-test the device to verify complete electrical activity and generator setting. Position the device as desired for grasping, coagulation, and transection of tissue. This may be improved through the use of the rotation wheel controlling the orientation of the forceps jaws. Do not grasp tissue beyond the serrated teeth. Ensure forceps jaws are in contact only with the anatomical structure to be coagulated. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a myomectomy procedure, the device exhibited poor sealing performance with message (functional mode¿effect 2) message. The device was replaced with the same set of equipment. The intended procedure was completed. Serial number used was not provided. There was no patient harm or injury reported due to the event.